Event description:
It was reported that they spoke with patient and pump is stopped. Reviewed settings and attempted to start the pump- alarmed no disposable. Powered pump off. Advised he call clinic for further instructions. He verbalized understanding. Rate- 5.5ml/hr, resvol- 17.3ml, given- 235.7. Patient not affected. Cassette not removed per special fax. Tubing details not available." No patient injury. No additional information. Device is not available for return.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.